Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was making a beeping noise when the backlight was turned on. The customer also reported that the basal rates were not being delivered at the correct times. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.